Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device evaluation could not be conducted. A service history review revealed that no previous service events were related to the reported condition. A device history record review did not reveal any issues related to the manufacture of this device. The reported condition could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro had an unknown alarm. It was not specified when in the therapy this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention reported. Additional information was requested and is not available.